Event description:
It was reported that revision surgery was performed due to pain, weakness of the legs and hips, elevated cobalt and chromium levels, and fluid accumulations around the hip. The devices were implanted in 2007, the revision was performed in (B)(6) 2012.